Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Explained device does give off heat but if it was heating the wall, it was most likely too close to the wall. Device needs air ventilation to the back. Advised they need to call at the time this occurs so that they can troubleshoot actively. If unable to call at the time, then send to biomed for evaluation. Also noted that if this patient therapy was within the last 10 cases on the device, they can pull the case data and review once device was no longer in use. Nurse stated they will return patient to therapy and monitor. Encouraged to call back with any questions or concerns. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Device placement: it is recommended to position the device near the foot of the bed during use. Use the wheel locks on the control module to prevent the wheels from rotating during use. Press down on the wheel locks to lock the wheels and lift up the wheel locks to release the wheels. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated bedside was noting the arctic sun device was hot and the wall behind the device was hot as well. Explained device does give off heat but if it was heating the wall, it was most likely too close to the wall. Device needs air ventilation to the back. Nurse stated same device was used about a month ago on another patient and it overcooled the patient. Patient temperature (pt) was 34, targeted temperature (tt) was 36. Advised they need to call at the time this occurs so that they can troubleshoot actively. If unable to call at the time, then send to biomed for evaluation. Also noted that if this patient therapy was within the last 10 cases on the device, they can pull the case data and review once device was no longer in use. Nurse stated they will return patient to therapy and monitor. Encouraged to call back with any questions or concerns. Sn (B)(6).

Event description:
It was reported that the nurse stated bedside was noting the arctic sun device was hot and the wall behind the device was hot as well. Explained device does give off heat but if it was heating the wall, it was most likely too close to the wall. Device needs air ventilation to the back. Nurse stated same device was used about a month ago on another patient and it overcooled the patient. Patient temperature (pt) was 34, targeted temperature (tt) was 36. Advised they need to call at the time this occurs so that they can troubleshoot actively. If unable to call at the time, then send to biomed for evaluation. Also noted that if this patient therapy was within the last 10 cases on the device, they can pull the case data and review once device was no longer in use. Nurse stated they will return patient to therapy and monitor. Encouraged to call back with any questions or concerns. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.